Event description:
The recipient's implant was reportedly too close to the ear as a result of the original surgery. On (B)(6) 2018, the recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is successfully wearing the device. This is the final report.